Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "status 93" and "status 68" messages. There was no pt involvement during the reported malfunction.